Event description:
Additional information was received from a healthcare professional. It was reported that troubleshooting was performed and that no issue was found with the device. Interrogation was performed on (B)(6) 2016. The cause of the warmness when charging was not determined, and it was unknown if the issue had resolved.

Event description:
The patient reported via the manufacturer representative (rep) that when the implantable neurostimulator (ins) is charging, the patient feels the ins becoming very warm and he stops charging. The patient noted that in the past he has fallen and the unit has been hit. Impedances were checked with all in the normal range; no electrode had a high reading. The patient was using group b all the time and denied any shocking or stinging sensation when the ins was on or during charging. The issue was not resolved. Indication for use included non-malignant pain, and complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.